Event description:
The hosp reported that during the saphenous vein harvesting procedure the arm on vein cradle popped out of it's holding area of the uniport. The surgeon decided to open the leg to confirm that no parts were left inside the pt's leg. No additional pt complications were reported by the hosp.